Manufacturer narrative:
The sara plus lift and the active sling work together as a system. The sling should be connected to the lift by using the loop lock attachment cords. They are located on the sara plus arc-rest and should be adjusted and lock equally into the cord retaining cleats (teeth, grey plastic cover, plastic caps) to support the patient comfortably and securely. Each cord is equipped with end balls at the one side and with cones on the other side, which hold the sling. In addition, the patient should use one or both hands to grip the handles on the arc-rest during the transfer. According to the information received and the device evaluation performed by the arjo technician, the grey plastic cover (part of the cord retaining cleats placed over the teeth) was cracked and also the plastic caps through which the cords run were broken. To determine if the broken grey plastic cover affected the cord¿s loosening the simulation was conducted with the technical department (manufacturer). The first simulation, performed without the grey plastic covers on the arc-rest, it showed that the cord still remained secured. The teeth kept the cord in place, indicating that the grey plastic covers do not play a role in holding the cord and had no effect on cord and consequently sling loosening. In the second part of the simulation, different transfer scenarios were performed. These scenarios were as follows: 1. The attachment cords were not locked before use. 2. Manually pulling out one of the cords as the person was being lifted in the lift. 3. Obstruction was placed in the teeth before the rope was attached. The simulations showed two possible scenarios that could explain the loosening of the rope: the manual pulling of one of the cords or the obstruction in the teeth could have a similar effect to the situation described in the complaint (being able to lift the person then the rope became loose causing the person to lean back onto the wheelchair). Additionally the technician who inspected the device after the event at customer site indicated that the ropes were worn and suggested that the teeth might be worn as well. The instruction for use for sara plus (kkx52180m-en_23) contains information that: "warning: make sure the attachment cords and the clips on the attachment strap are fully in position and locked before and during the commencement of the lifting cycle, and in tension, as the patient's weight is gradually taken up." "Make sure that the sling attachment cords and the loop lock assembly are visually inspected before and after each use. Any component found frayed or damaged, or visibly contaminated or soiled, must be replaced." ¿warning: lock the attachment cords down into the cord retaining cleats.¿ following the investigation we could determine 3 possible causes of the sling loosening: manual pulling out one of the cords, obstruction not allowing to attached the cord secure and worn components. The complaint was deemed reportable as it was thought that the patient fell to the floor. The investigation showed that the rope became loose at the initials stage of lifting the patient, which causes that the patient to leaned back to the wheelchair.

Event description:
It was reported that a patient was transferred from a wheelchair to a bed using the sara plus active lift. The sling was applied and the patient was lifted to a standing position with arms placed on the arc-rest, holding the handgrips. The customer said that the sling came loose as the cord slipped from the cord retaining cleat. Also, a piece of plastic from the cord retaining cleat broke. The patient leaned to the left side and fell back hitting the wheelchair arm. The patient did not fall to the floor. As a consequence of the event, the patient sustained bruising and soreness.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from a wheelchair to a bed. During lifting the patient to a standing position, one of four attachment points of the sling became loose. As a consequence of the event the patient dropped to the left side, fell but not to the floor as they were still suspended in the sling. The patient sustained bruising and soreness.

Manufacturer narrative:
It was reported that the patient was transferred from a wheelchair to a bed. When the patient was lifted into a standing position, the lock on the attachment cords broke and the sling came loose. The patient fell to the left side and hit the wheelchair arm. The patient did not fall to the floor as they were still suspended in the sling. As a consequence of the event, the patient sustained bruising and soreness. After the event, the arjo technician evaluated the device and confirmed that the lock on the attachment cords was cracked. The two locks of the attachment cords are situated on the arc rest. The part is responsible for holding the sling attachment cords in place. The instruction for use for sara plus (kkx52180m-en_23) contains information that: warning: make sure the attachment cords and the clips on the attachment strap are fully in position and locked before and during the commencement of the lifting cycle, and in tension, as the patient's weight is gradually taken up." "Make sure that the sling attachment cords and the loop lock assembly are visually inspected before and after each use. Any component found frayed or damaged, or visibly contaminated or soiled, must be replaced." The arc rest is also equipped with two handgrips which the patient should hold during the transfer. Additionally, the patient's forearms are then supported by the arc rest. Before attempting to use sara plus, a full clinical assessment of the patient's condition and suitability must be carried out by a qualified person. The sara plus is intended for residents/patients who: sit in a wheelchair, and can partially bear weight on at least one leg. If the resident/patient does not meet these criteria an alternative equipment/system shall be used. Based on the information provided, it seems that the losing the patient's stability in the sling contributed to the patient's fall. Arjo active floor lift and active sling were used as a system for the patient transfer when the patient slipped out of the device. The lock on the attachment cords cracked and from that point, the device did not meet its specification. The complaint was decided to be reportable due to the patient¿s fall.